Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2026-01131) the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.